Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the battery on the insulin pump died and he was unsure how long the device had a blank display. Customer declined troubleshooting he just wanted to rest the device and needed assistance with reinserting settings. Customer's blood glucose was over 600 mg/dl. Customer did not know settings, was advised to contact doctor for setting and to treat for high blood glucose with back up plan. Customer called back and had contact doctor. Settings were still in the device. No further information reported.